Event description:
The patient ingested 4 capsules that was supposed to pass through colon in 2 days. She had a colonoscopy weeks after taking the capsules and they are still in her colon. The patient feels that they should have been removed during her surveillance colonoscopy, but the doctor wasn't familiar with what it was, so she labeled them as foreign objects in her colon. Patient feels as though the manufacturer wasn't honest and upfront about the capsules remaining in her colon. Pt code: 2329, 2687. Device codes: 4012. Referenced reports: mw5185307, mw5185309, mw5185310.

Event description:
Add'l info received on 06/24/2026 for mw5185308 to add a statement to event description. This report captures one of four vibrant gastro capsules. Refer to additional referenced reports: mw5185307, mw5185309, mw5185310.